Event description:
Add'l info rec'd from MFR 12/3/04: this report relates to product code 2l3522, (epidural spike pump set for 500 ml bag cover), lot number is unk. The customer reported part of the tubing had separated from the clear plastic connector. Baxter received one sample for ealuation due to separation between tube and pump segment. Visual inspection was performed and the reported condition was confirmed. Product code 2l3522 is manually assexmbled. A fixture is used to assemble the pump segment portion. The purpose of the fixture is to support the pump segment while performing the insertion of the tubing, providing support to the cartridge and allowing stability in the process. If the assembly technique is not properly executed, a weak bonding between the tube and pump segment can occur. It was determined that the available fixture did not provide enough visibility to the operator when assembling the parts. The most probable root cause for the separated condition was a weak seal due to lack of solvent. The fixture used to assemble the pump segment has been redesigned in order to provide more visibility to the operator while performing the assembly process. The new design was implemented on 3/23/04. All line operators were trained in the proper use of the new fixture on march 2004 and the importance of the proper assembly of the pump segment. In addition, gmp training was prvided to all line operators in june 2004.

Event description:
A pt was brought from the or (operating room) to the recovery room. The pt had an epidural infusing in the back. After some time the pt had been with the pacu, the pacu nurse noticed that the epidural tubing from the pt's back was on the floor. The epidural bag was still in the machine, and it was still infusing, so the medication was infusiing onto the floor. The part of the tubing containing the yellow stripe had separated from the clear plastic connector. No alarm went off on the pump. Anecdotally, this is the second occurrence, but the other incident was not reported at the time and the tubing was not saved.